Event description:
It was reported that during the implant attempt of the device, after the physician screwed the existing lead into the device connection, there was noise on the right ventricular (rv) channel. The lead was unscrewed and disconnected. After that, the lead could no longer be screwed into the device. The device was not used and a new device was implanted. The lead was connected to the new device with no problems and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant product: 6935m62 implantable tachy lead. (B)(4).